Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cracks near the top right corner of the screen. The caller did not know the blood glucose reading. The caller noted that the crack had been there for about 2 years and that it was about 1 centimeter long on the plastic part of the insulin pump, not the screen. Advised discontinuation of the insulin pump. Nothing further reported.